Event description:
Caller reported a malfunction on pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer continued to use the pump and was advised to contact support if the issue reappeared.